Event description:
The user facility reported an employee was removing items at the end of a v-pro max cycle run and experienced a burning sensation on both of her hands. The employee went to the ER located in the facility and was treated for 2nd degree chemical burns to her right hand. Procedural delays were reported due to the event.

Manufacturer narrative:
A steris service technician arrived at the facility, performed a full inspection of the equipment and found no fault. The unit successfully passed a leak test and multiple test cycle runs. The reported event could not be duplicated. No repairs to the unit were made and no moisture was seen inside of the chamber at the end of the test cycle runs. The employee injured was not wearing ppe at the time of the event. The operator manual states (1-2), "danger- chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. When handling hydrogen peroxide, wear appropriate personal protective equipment". Section (2-1) of the operator manual states, "ppe- personal protective equipment including goggles or face shield and chemical resistant - gloves. Ppe required per task varies depending upon hazards of the task". The steris account manager visited the facility and addressed the importance of wearing ppe, including gloves with the facility staff. The account manager confirmed the facility is now utilizing ppe when removing items from the sterilizer.